Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received no delivery alarm for three times. The customer's blood glucose was in the range of 29mmol/l at the time of incident. Customer reports alarm did not occur during manual prime. The customer reported that the no delivery alarm was resolved by changing reservoir and infusion set. The product will not be returned for analysis.